Event description:
It was reported that the patient was no longer able to charge the ipg. The patient underwent an ipg replacement procedure and was doing postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred at least a year ago from the date the manufacturer was made aware.